Manufacturer narrative:
E1: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose due to the infusion set was inserted into insufficient subcutaneous tissue event on (B)(6) 2026. The high blood glucose had been treated with insulin via pump and the set had been in use for one to two hours.